Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to customer's blood glucose. During pump system check, technical support identified the blockage in the cartridge. Customer changed the pump supplies to resolve the blockage.